Manufacturer narrative:
Na.

Event description:
One month ago, the patient was underwent the surgery with prim. Hemi mand. Pl, left, temp.5+. In 2009, the pt felt that the plate was broken. Explant performed.